Manufacturer narrative:
(B)(4). Corrected information: narrative - it was reported that a patient underwent a revision of bilateral reconstructed breasts on (B)(6) 2012. On (B)(6) 2012, the patient developed red, swollen, weeping pustules. The surgical sealant was removed and the patient was prescribed benadryl, zyrtec, and hydrocortisone cream. As of(B)(6) 2012 the symptoms have resolved.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and surgical sealant was used. Approximately two to ten days following surgery the patient developed an oozing rash, blisters, and itching at the site of application. The surgical sealant was removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.